Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "cassette not reading. No patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for set ID failure. Unit was unable to recognize inserted tubing sets. Unit was reverted to manufacturing mode and failed set ID functional testing.